Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this defibrillation lead presented with chest pain. A chest x-ray was performed and no anomalies were noted. Device interrogation revealed loss of capture. A computed tomography scan was then performed which showed this lead had perforated the right ventricle apex. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.